Manufacturer narrative:
On 6-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo that could not be flushed and a clot could not be cleared. It was reported that the sheath could not be flushed after it was withdrawn from the patient. There was no alert from the irrigation pump. The physician noticed it when they were unable to clear a visible clotting in the sheath. The sheath was replaced and the case continued without issue. There was no patient consequence. No catheters were used at the time, just the vizigo wire and dilator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo that could not be flushed and a clot could not be cleared. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and back pressure test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Customer reported there was a visible clotting in the sheath; however, during the inspection in the lab, only reddish material like blood was observed in the hemostatic valve, which is a normal condition due to the procedure. No clot residues was observed in the hub component. Then, an irrigation test was performed and the device was flushing correctly, no obstruction was identified during the analysis. No irrigation issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot and irrigation issues reported by the customer were not confirmed, since no clot residues were observed, and no obstruction identified during the test. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).